Manufacturer narrative:
Additional pro code in block d2b: nhl, pjs.

Event description:
It was reported that during a deep brain stimulation (dbs) procedure functional testing was performed and a high impedance was noted on the right lead. Attempts to resolve the impedance issue was performed however was unsuccessful. It was noted that the lead distal contact tip was bent-fractured when tunneling the lead to the lead extension per the physician's assessment. The physician opted remove the lead prior to the dbs system ever being turned on. Physical analysis of the dbs lead was not performed as it was retained by the facility. The patient did well post-operatively.